Manufacturer narrative:
(B)(4).

Event description:
It was reported that low sensing was observed. The sensing decreased steadily since implant. The lead was capped and replaced when repositioning was unsuccessful. The lead was capped and replaced. The patient tolerated the procedure very well and has recovered nicely.